Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction occurred. The customer¿s blood glucose (bg) level was 538 mg/dl. Elevated bg was address with a manual dose injection. Customer reverted to an alternative method of therapy.